Event description:
Patient fell directly on the affected knee in september 1992. She experienced severe pain in this knee from then on. Since ethe femoral and patella were solidly affixed, only the loose tibia was replaced. The polyethylene showed signs of some wear on both the lateral and medial sides and was replaced with a 10mm revision tibial componentdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.